Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and its electrode were explanted due to inappropriate shock, oversensing of noise, and migration. The electrode dislodged and coiled in the intermuscular pocket along with the device. As this sicd delivered inappropriate therapy, due to oversensing of noise, causing short circuit to system. A new sicd and electrode were successfully implanted. The explanted system is expected to be returned for product analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted no anomalies. Review of the stored memory confirmed the clinical observations of a long charge time and charge timeout codes. The electrode dislodged and coiled in the intermuscular pocket along with the device. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured, which was found to be normal. However, excess hydrogen was found in the device case, which was most likely caused by internal damage and a subsequent chemical reaction. Inspection of the internal components confirmed that there was damage to the high voltage caps and the dump resistor, as well as on the plastic hybrid casing. This damage to the device was consistent with an attempt to deliver therapy through the electrode when in close proximity to the device case, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates clinical observations were the result of damage to the device high voltage capacitors. This damage occurred due to the electrode's close proximity to the device when attempting to deliver shock therapy. The electrode's close proximity to the device was confirmed consistent only with damage caused by electrical overstress.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and its electrode were explanted due to inappropriate shock, oversensing of noise, and migration. The electrode dislodged and coiled in the intermuscular pocket along with the device. As this sicd delivered inappropriate therapy, due to oversensing of noise, causing short circuit to system. A new sicd and electrode were successfully implanted. The explanted system is expected to be returned for product analysis. The device has been received and is currently undergoing analysis. Once analysis is complete, the final report will be submitted. Product analysis is complete.